Manufacturer narrative:
One unopened sample was received for evaluation and tested. The needle was put through five cycles of charging/discharging and no issues were observed with this sample. The device was also tested to simulate a biopsy procedure in both delay mode and automatic mode and the device functioned as expected. Therefore; based on this sample we are unable to confirm the issue reported.

Event description:
The doctor completed a test fire with the needle and everything was ok. When the procedure took place they were unable to retrieve a sample as the cannula would not retract. This happened with 2 more needles during the same procedure. A fourth needle had to be used to collect the biopsy. It has been confirmed the doctor is an experienced user of this needle. There was a risk of complication as this procedure was attempted 4 times before a sample was successfully taken. The consultant expressed concern about the possibility of the patient suffering from renal bleeding but no symptoms were evident at the time of the procedure.